Event description:
During a laparoscopic splenectomy the surgeon was transecting the splenic vessels. On the fourth firing of the ez35w the gun locked into the fired position and did not fire the staples. It was noted the vessels had already been transected and the harmonic scalpel was used to complete the transection of the last portion of connective tissue. No problems were encountered there after. The surgeon commented he had not heard the audible "click" of the white handle before firing and felt he may not have closed the gun completely before firing. The surgeon had to forcibly close the black handle which resulted in breaking the gun. Please note the product was kept by the hosp to comply with their protocol for failed products. There was no reported consequence to the pt.